Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a separation issue; further described as ¿the patient connector disconnected from the tubing¿. This occurred during peritoneal dialysis therapy. There was no report of patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Correction h4: device manufacture date: remove 04/18/2023 (previously reported) and replace with 04/20/2023. H10: a patient connector without the tubing was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Based on the nature of the sample no more tests could be performed. The reported condition could not be verified on the sample as only a partial sample was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.